Manufacturer narrative:
A patient sample generated a positive result for sarscov2 but upon multiple reruns, returned a negative result. The positive result was not reported out and no harm was alleged. During the investigation a trend was identified, but testing did not reveal a product problem. It is possible that the sample in question contains material near the limit of detection (lod) of the assay. It is also possible that some low level of laboratory contamination could contribute to these discrepant results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states, global pediatrics, is alleging results discrepancies when using cobas® sars-cov-2 & influenza a/b assay reagent lot 00803z. The customer is questioning a sarscov2 positive result after multiple reruns using the same nasopharyngeal patient sample returned negative results. The sample in question was taken from a patient with reported symptoms including nasal congestion and wet cough. Additionally, the customer indicated that the patient had previously been exposed to covid-19. There is no allegation that incorrect treatment was provided to the customer based on the false positive result, the result was not reported out and no harm was alleged. The customer indicated that no recent changes in lab personnel or protocol were implemented that may explain the discrepant results. Additionally, the customer indicated that remel m4rt kit cat #r12587 (m4rt tube w beads) was used for sample collection. While this is technically an off-label collection kit, the composition of the collection media and volume are similar to on-label collection kits. Remel m4rt cat #r12622 and r12591 were added as on-label collection kits for this product effective 24nov2020. The only difference between the used collection kit and the recently-added on-label collection kits is cat #r12587 contains glass beads in addition to the collection media. An investigation was completed to evaluate the allegation. A batch trend was previously identified for this issue. To date there have been three complaints escalated with this specific issue for batch 00803z. However, the customer allegation was not observed during product release of the complaint kit batch 00803z. A retain of the assay tube lot 00803z was tested in-house to try and duplicate the customer allegation. All replicates tested passed acceptance criteria. There were no instances of false positive, false negative, or invalid results. The pcr curves for all replicates were also reviewed and appeared normal without any abnormalities. The customer complaint could not be replicated during investigation. It is possible that the sample in question contains material near the limit of detection (lod) of the assay. It is also possible that some low level of laboratory contamination could contribute to these discrepant results.